Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address pain, pseudotumor and alval. Doi: unk dor: (B)(6) 2013 (unk hip). Update rec'd (B)(6) 2013 - patient's revision operative records were received. Records indicate that upon revision it was found the neck had been impinging on the acetabulum. The patient's cup and stem are being added to the complaint. (Right hip) this complaint was updated on (B)(6) 2013. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. An x-ray was obtained with this complaint. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. Medical records were obtained and reviewed by a medical professional. With the information provided, it cannot be determined the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain, pseudotumor and alval. Update rec'd (B)(4) 2013 - patient's revision operative records were received. Records indicate that upon revision it was found the neck had been impinging on the acetabulum. The patient's cup and stem are being added to the complaint. (Right hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.